Manufacturer narrative:
No hospital was identified in the reported event; communication with the user facility is not possible. Evaluation summary: distal conductor fractured; full lead returned for analysis. Other: suspected lead fracture leading to inappropriate sensing and shocks. The lead was returned for analysis after being explanted and replaced. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination component/subassembly failure. Lead conductor device was out of specification in a manner that relates to event lead(s), fracture of oversensing shock, inappropriate.

Event description:
Suspected lead fracture leading to inappropriate sensing and shocks. The lead was returned for analysis after being explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
Suspected lead fracture leading to inappropriate sensing and shocks.